Event description:
The customer reported that the pump screen was dark and wouldn't turn on despite several troubleshooting steps, including pressing the button and charging the device. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use fast-acting insulin and a vial as a backup therapy, and a replacement pump was sent after confirming the shipping address and return instructions for the non-functional pump.